Event description:
Customer attempted to test on the compact plus meter, but was unable to obtain a result due to an error message at 2330 on (B)(6) 2013. The customer had a late snack of a sandwich of around midnight, took his nightly dose of 12 units of lantus at around that time, and came home at 0130 on (B)(6) 2013. Around 0330, the customer stumbled into the bathroom and was groggy and sweating profusely. Customer told mother to call the paramedics, who arrived and attempted to test the customer but were unable to (meter used not provided). Customer was unable to answer the emt's questions as he was incomprehensible and in and out of lucidity. Paramedics treated customer with liquid glucose and an IV of d50. Customer's heartbeat was low. Paramedics loaded customer into ambulance and tested customer at 169 mg/dl (meter used not provided). Paramedics transported customer to the hospital where he was admitted for low heartbeat. No information provided whether customer was treated for diabetes at the hospital. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.